Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Small piece of metal the size of small pencil lead and about 5/8" long in mouth / metal came out of the little slot in the toothbrush (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 11-feb-2018 that he/she had an oral-b rechargeable toothbrush, version unknown and had been using the oral-b prowhite brushheads (3d white). One evening while brushing, the consumer felt something in his/her mouth and discovered a small piece of metal; it was about the size of small pencil lead and about 5/8" long. This was the first time he/she had ever had this happen, and he/she had used oral-b products for many years. The consumer thought that the metal came out of the little slot in the toothbrush as he/she didn't see any other place it could have come from. The consumer discontinued use of this particular style of brush head and had switched to the crossaction. The consumer noted that the brush head had only been in use for about a month when this occurred. No symptoms developed. No further information was provided.

Manufacturer narrative:
12-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she had an oral-b rechargeable toothbrush, version unknown and had been using the oral-b prowhite brushheads (3d white). One evening while brushing, the consumer felt something in his/her mouth and discovered a small piece of metal; it was about the size of small pencil lead and about 5/8" long. This was the first time he/she had ever had this happen, and he/she had used oral-b products for many years. The consumer thought that the metal came out of the little slot in the toothbrush as he/she didn't see any other place it could have come from. The consumer discontinued use of this particular style of brush head and had switched to the crossaction. The consumer noted that the brush head had only been in use for about a month when this occurred. No symptoms developed. No further information was provided.